Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the pump shut down without warning when the battery level was low, even though new batteries had been installed a few days earlier.